Event description:
During a procedure, the generator faulted with instrument fault. Removed the instrument from the pt and retested it. Still faulted. Cleaned in saline, and then realized the blade had come off. It was found on the floor. There was no reported pt consequence.